Event description:
Healthcare professional reported right side "rupture." Healthcare professional later reported "rupture per observations in surgery." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, d4, d6b, h3

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Later reported "rupture per observations in surgery." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "rupture." Later reported "rupture per observations in surgery." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.